Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the pump was alarming and it sounded like a german siren. The non-critical alarm sounded in (B)(6) 2015; the critical alarm was sounding in (B)(6) 2015. The pump was due to be refilled in (B)(6) 2015, but due to the distance and weather conditions the patient was not able to have it filled and was no longer using the pump. The pump was empty. The patient was contemplating whether or not she would be able to have it removed. The patient was going to find a local physician to silence the alarm. No patient symptoms were reported.